Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The results of the returned device analysis indicated that the reported difficulty grasping could not be replicated and the gripper actuation issue could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue and difficulty grasping the leaflets appear to be related to user technique/procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems referenced in are filed under separate medwatch report numbers.

Event description:
This is filed to report that the posterior gripper arm of clip delivery system (cds (B)(4)) was not closing properly, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The jet was noted to be wide. The first clip delivery system (cds (B)(4)) was advanced to the left atrium. While grasping the leaflets, it was noted that every time the clip was closed, the posterior leaflet was not captured. After approximately 30 minutes of grasping, it was realized that the posterior gripper arm was only slightly going down (4mm). The clip was not implanted, and the cds was removed, and replaced. The second cds ((B)(4)) was advanced to the mitral valve leaflet, and the clip was deployed without issue. The mr remained at 4. The third cds ((B)(4)) was then advanced lateral to the first implanted clip. The p-knob was used to get a good position; however, there was interaction with the first clip, causing the first clip to detach from the posterior leaflet, and remain attached to the anterior leaflet (single leaflet device attachment/slda). The third clip was then positioned on the medial side of the slda clip for stabilization. The mr was slightly reduced to 3-4, and the procedure was discontinued. The patient was confirmed to be stable post-procedure and no additional treatment was performed. No additional information was provided.